Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and analysis as they were saturated in oil. The assignable cause of the odor/smells issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. The catalytic decomp filter and the oil mist filter were replaced during service visit and the unit was confirmed meet specifications and returned to service on 3/31/2017. Fse repair notes also included the following statement, "no haze visible , customer also informed me they never witnessed a haze. Parts were replaced as a precautionary measure. On 3/31/2017, " as such, out of an overabundance of caution, this event of haze is being reported. (B)(4).

Event description:
A customer reported an event of haze emitting from their sterrad® 100nx sterilizer. An asp field service engineer was dispatched to assess the unit onsite. Three (3) health care workers (hcw) experienced various reactions before and after loads were processed, however the hcws reported they did not receive medical attention or treatment. Although there is no serious injury or harm related to this event, this event is being reported as a malfunction report subsequent to a serious injury.